Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the pump revealed reservoir access issues due to residue during or after internal decontamination. The catheter was incomplete and returned in segments. Analysis of the catheter revealed no significant anomalies.

Event description:
A battery end of life was reported, and was diagnosed with an alarm that occurred on (B)(6) 2013. Per the logs on (B)(6) 2013, eri was estimated to occur in 2 months. No signs or symptoms were associated with the event. The pump was replaced, and the patient resolved without sequelae on (B)(6) 2013. The medications used within the system were hydromorphone, fentanyl, bupivacaine, and clonidine. It was later noted that the programming date was (B)(6) 2013. It was also noted that there were no diagnostic methods.